Event description:
It was reported that episodes of non-sustained ventricular lead noise associated with myopotentials were observed via remote transmission. Programming changes were made. Device remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.